Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent altitude alarms. The customer's blood glucose level was 130 mg/dl. Reportedly, the customer was ultimately able to clear the past alarms however the customer was unable to clear the current alarm. The customer had manual injections available as alternate insulin therapy.